Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that after removing of the protective sheath during preparation, it was noticed that there was no stent on the balloon. The stent was dislodged by the orange protective sheath. The device was not used in the patient. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). Results - product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the balloon. There was contrast in the distal end of the balloon. The stent implant had dislodged from the balloon and was returned in the orange protective sheath. There was no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was no damage noted to the sds. A snap gauge was used to measure the stent implant outer diameters. These met manufacturing criteria. Product performance engineering reviewed the incident information and the analysis of the returned sds. Potential causes for stent dislodgement prior to use, as observed in past incidents, may include improper or inadequate crimping at the time of manufacturer, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, and/or handling of the stent during preparation for use. The analysis confirmed that the stent implant had dislodged and was returned inside the protective sheath with no damage noted to the stent or the sheath. There was blood visible on the balloon and contrast visible on the distal end of the balloon, which is consistent with handling of the product during the preparation. The balloon of the sds was tightly folded and there were crimp marks evident on the balloon between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacture. Dimensional analysis indicated that the outer dimensions of the stent and the inner diameter of the protective sheath both met manufacturing criteria. In this case, it is possible that the stent dislodged during removal of the protective sheath, though this could not be verified. If significant pressure is inadvertently applied during removal of the protective sheath, the stent can sustain mechanical damage and/or become disrupted on the balloon, which may also facilitate dislodgement. The multi-link vision sds, rx and otw instructions for use (IFU) recommends that "special care must be taken not to handle or in any way disrupt the stent on the balloon. This is most important during stent system removal from packaging, placement over the guide wire, and advancement through rotating hemostatic valve adapter and guiding catheter hub." Do not manipulate (e.g., "roll") the stent with your fingers, as this action may loosen the stent from the delivery balloon." Engineering concludes that a definitive cause for the reported stent dislodgement cannot be determined, though there does not appear to be any indication of product quality deficiency. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. This MDR is considered closed by the product performance group.